Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly due to fluid loss. A surgical procedure was performed, during which the source of the fluid loss could not be identified; however, it was suspected to be from the balloon. All components were removed and replaced. No further information was reported.

Manufacturer narrative:
Additional information updated: c2/d10: concomitant product/therapy. D4: model number, lot number, catalog number, expiration date, unique identifier. Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly due to fluid loss. A surgical procedure was performed, during which the source of the fluid loss could not be identified; however, it was suspected to be from the balloon. All components were removed and replaced. No further information was reported.